Manufacturer narrative:
(B)(6). Additional information was obtained: the rep stated that the surgeon commented that he may extend the hospital stay for the patient, but that was not confirmed by the rep. Will contact the rep to see if she was able to speak with the surgeon. The analysis found that one ple45a device was returned in good visual condition and with one ecr45b cartridge reload present. The reload was received fully fired and with cartridge deck and one driver damaged. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as cutting issues or partial fire was noted during functional testing.

Manufacturer narrative:
(B)(4). Additional information: additional information requested and received: have you been able to speak to the surgeon to see if she extended the hospital stay for the patient due to the lumen? Patient did not stay an extra day.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, firing with the device to create the gj anastomosis, the surgeon used the device with a blue reload. The surgeon could only advance stapler jaws to the 30mm demarcation line on the stapler. Upon firing, the tissue was pushed distally out of the jaws creating a smaller than needed lumen. There were no patient consequences. Case completed with a like device and a blue reload.